Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit in question. According to the service order (B)(4): the technician tested and verified all current settings; all were in specification. The fse found a large amount of dust blocking the cooling fan located in the control section. The fan was cleaned and checked for operation. The display pcb was checked for corrosion, none found. All connections were checked. The device passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu30 keeps shutting off on itself during patient use. (B)(4).